Event description:
It was reported that during an unknown procedure, the device did not work. No additional information is available. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. The analysis results found that one device was received with one malformed clip. The jaws were cleared and when the remaining clips were fired, the clips did not fully advance into the jaw causing pear shaped clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, a properly formed clip was found jammed inside the shaft leading to the found feeding issues. However, it could not be determined what may have caused this condition of the clip jammed. The batch record was reviewed and no anomalies were noted during the manufacturing process.